Event description:
It was reported that prior to an implant procedure, the helix would not extend on the right ventricular (rv) lead. The rv lead was replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece with a stylet inserted. The helix was retracted as returned, and no traces of blood/tissue were noted. X-ray examination found slight overtorque of the inner coil consistent with damage occurring at the time of the procedure. Without cleaning and by applying torque to the connector pin using the fixation tool that was returned with the lead, the helix could be extended and retracted. The measured helix extension length was within specification.